Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, the event was an insertion of the tfna and hybrid insertion handle was being used. When the surgeon attached the handle to the nail the handle loosed so the hybrid handle the junction between the carbon fiber and stainless steel there is some playing there that was checked and then replaced. No problem with procedure but it was used during the case. Concomitant device reported: unk - nails: tfna (part# unknown; lot# unknown; quantity: 1) this complaint involves one (1) device hybrid insertion handle. This is report 1 of 1 for complaint (B)(4).